Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: h2, h3, h6 and h11. A picture of the complaint product was evaluated, and the reported event was confirmed. A visual inspection was conducted on the customer provided picture. The picture appears to show a single hair inside of outer packaging. However, without product return a dimensional analysis cannot be conducted. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during inspection at the distributorship, it was found that the inner packaging had a hair-like substance within. There was no patient involvement.